Manufacturer narrative:
One device received for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The reported complaint could not be duplicated and no errors were found. No root cause could be established as the device functioned as intended.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone:(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 401622. There was no patient involvement.